Manufacturer narrative:
(B)(4). Batch: r57v31. Additional information requested but not received: can you please explain more how the device locked? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Will the devices be returned for a hands-on product analysis? Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60b cartridge reloads present. The reload (b) was received fully fired. The reload (c) was received un-fired with 5 double drivers and 1 single driver missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Reload b gst60b, p5798m, fully fired. Reload c gst60b, p5798m, un-fired with 5 double drivers and 1 single driver missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, the echelon locked with two loads. There were no adverse consequences for the patient.